Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two days post implant, this right ventricular (rv) lead exhibited an increase in impedance measurements from mid-900s to > 2100 ohms, amplitude decreased from 13 mv to 7.1 mv and decreased thresholds. The presenting electrocardiogram suggests loss of capture (loc). The patient will be brought back into the clinic for additional investigation. New information received indicates that the lead was repositioned. One week post revision the lead had stable amplitude and impedance measurements but an increase in threshold measurements. The patient will be monitored.